Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient was admitted to the hospital for two nights and then discharged. The diagnosis was type 2 diabetes mellitus with ketoacidosis (dka) without coma. The patient experienced hyperglycemia, nausea, emesis, and vomiting which prompted medical attention. Treatment details were not available at the time of this report. The patient confirmed wearing the pod at the time of the event, even though the duration of use is unknown. The patient reported receiving a "sensor not found" error message and alleged of receiving low insulin levels and the controller not providing appropriate insulin doses. The patient also indicated that this issue was ongoing. Insulet's clinical product support team provided training and assistance regarding this concern.